Event description:
It was reported that during a proceudre for treatment to place a feeding button, the polypectomy snare loop broke from the device. When the snare and scope were removed, the wire loop remained in the pt. The loop was retrieved from the pt with biopsy forceps. It was reported that no obvious injury to the pt was noted. As of the filing of this report, co has been unable to obtain any add'l details from the user facility about this event. The device was not returned for evaluation. Therefore, a failure analysis could not be performed. It cannot be determined if the product met specifications because the product was not returned. Co is unable to determine the relationship between the cause of this without the product. The dfu of the polypectomy snares states that the indications for use are "for use in the removal and cauterization of: diminutive polyps, sessile polyps, pedunculated polyps".